Manufacturer narrative:
Concomitant product: 5076-52 lead implanted: (B)(6) 2009.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not emit an audible alert or transmit an alert when the patient was in atrial fibrillation (af) for 41 hours. The patient may have suffered a transient ischemic attack (tia) or stroke as a result. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device acted appropriately based on how the alert parameter was programmed.